Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative (rep) that their implantable neurostimulator (ins) had turned off and it was not possible to recharge the device. It was stated that the distributor at the time was unable to resolve the issue, so the ins was turned off and discharged for over a year. The patient¿s pain in their lumbar spina and legs increased during that time. The reporting rep ¿believed that the proper procedure to reactivate the device was not done¿ at that time and that this may have led or contributed to the issue. The rep met with the patient at the time of report and performed a physician mode recharge (pmr) in an effort to reactivate the device; however, at the end of the pmr procedure, it was observed that the ins did not maintain the charge received and was ¿discharging in a precocious manner.¿ the issue was unresolved at the time of report. The ins was planned to be replaced in the future as a result of the event; however, the replacement procedure remained unscheduled as of 2021-jun-24. It was noted that the patient was alive and with neuropathic pain at the time of report. No further complications were reported or anticipated.